Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two systems (cervical and thoracic). The issue described herein relates to the cervical ipg. It was reported the patient last felt stimulation approximately two months ago. The patient had not charged the ipg in over three months. As such, the ipg was inoperable. Surgical intervention is planned to address the issue.

Event description:
Further information received advised that the patient underwent surgical intervention wherein the cervical ipg was explanted and replaced. Therapy resumed post procedure.